Event description:
It was reported the patient experienced thrombosis. An opticross hd was selected for intravascular examination of the target lesion. During pullback, it was noted that there was no image on the screen. They attempted to restart the device but were still unable to get an image. This led to the procedure being delayed and the patient experienced thrombosis of the target lesion.

Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. A visual inspection did not reveal any damages or defects. An impedance and image test was performed and showed a complete circuit curve and a good level of ohms. A good image also displayed. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation. Also, the batch record review concluded that no manufacturing deviations were identified during the manufacturing process that could have contributed to the complaint. This investigation has been assigned an investigation conclusion code of no problem detected.

Event description:
It was reported the patient experienced thrombosis. An opticross hd was selected for intravascular examination of the target lesion. During pullback, it was noted that there was no image on the screen. They attempted to restart the device but were still unable to get an image. This led to the procedure being delayed and the patient experienced thrombosis of the target lesion.